Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins passed all functional testing and good stable output was measured on the electrode pairs the ins had when it was received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted. The cause of the premature depletion remains unknown. A revision was done and the ins was explanted and replaced. The issue was resolved after replacing the ins. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient did not experience any symptoms. The implantable neurostimulator (ins) was programmed using the same settings as the previous ins. Impedances were not measured. No further patient complications were anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.